Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
An (B)(6) distributor contacted zoll to report that a patient developed a skin irritation underneath the front therapy electrode and electrodes. Patient described the area as itchy blisters. There was no alleged device malfunction contributing to the irritation. Patient reported that a pharmacist advised him to use a lotion with antibiotics. Patient also reports his doctor advised to put gentamicin lotion on the area. Follow up indicated that the cream is helping with the skin irritation.